Event description:
Discrepant calcium results (elevated) were generated on an advia chemistry system for two pt samples. The results were not reported out. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discrepant calcium results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service rep (fse) was dispatched to the account. Analysis of the instrument and instrument data indicated that the cause for the discordant calcium results in unk. Qc was found to be in range. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discrepant calcium results (elevated) were generated on an advia chemistry 1650 system for two pt samples. The results were not reported out. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discrepant calcium results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service rep (fse) was dispatched to the account. Analysis of the instrument and instrument data indicated that the cause for the discordant calcium results in unk. Qc was found to be in range. The instrument is performing within specifications. No further eval of the device is required.